Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (5000 mcg/ml at 1951 mcg/day) via an implantable infusion pump. It was reported that the patient was admitted to the hospital due to a confirmed motor stall. It was noted that the pump stalled at 06:03 am yesterday morning and last night the patient reported increased in pain and a psychotic episode. There were no environmental/external/patient factors that may have led or contributed to the issue. The patient was alive and well. The pump was replaced and would be returned for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
The pump was returned and analysis found residue in the motor gear train and wearing. If information is provided in the future, a supplemental report will be issued.